Event description:
A customer reported that liquid splashed directly into her eye when they removed the foil from the mts a/b/d monoclonal and reverse grouping card. The customer flushed the eye immediately with water. The a/b/d card contains murine monoclonal antibodies, which does not come from a source that is pathogenic to humans. Cts has indicated that the customer had not pipetted any red cells into the microtubes. The reverse grouping microtubes contain buffered gel which contains 0.1% sodium azide. It does not have any human blood. Thus, there was no exposure to human blood or products. Hence no serious injury has occurred or is expected to occur.

Manufacturer narrative:
The exposure was a splash to the eye. It is unk if the customer was wearing the proper ppe (eye protection) at the time of the incident. The customer flushed the eye immediately with water. There was no exposure to human blood or product. Hence no serious injury has occurred or is expected to occur.